Event description:
While fitting a (B)(6) male pt, a pt service representative contact zoll customer support to report that the pt's belt was unable to baseline. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to baseline patient) has been confirmed. Upon receipt the belt failed the current, fall-off and te recognition tests. Upon evaluation, the red (-5v) and green (belt dischg) wires were crossed between the distribution node (dn) and ECG electrode c. The cause of the test failures is voltage draw from the dn pca. The cause of the voltage draw is the crossed wires. The root cause of the crossed wires cannot be positively identified but is likely twisting of the cable. No adverse event resulted from the crossed wires. The pt received a replacement electrode belt.